Event description:
Additional information received reported the patient was still having major concerns with her neurostimulator. The patient was given the names of two doctors but she could not get in contact with them. She was scared now,having this device in her body and it was causing a lot of pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 355531, lot # n322114, implanted: (B)(6) 2012, product type screening device; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that 2 months ago when the patient would roll over in bed or reach above her head she would feel a shocking/jolt at the implant site. There were no traumas or events associated with it. Last night, the patient reached over her head and she heard something ¿pop¿ and felt excruciating pain at the lead site down to the battery and down the left leg; it was sciatic like pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.